Event description:
Boston scientific crm received information that an unknown tachy device and lead were exhibiting a high out of range pacing impedance measurement. The local area sales representative was contacted, but no patient information was provided. The sales representative was not requested to interrogate the device. The physician planned to resolve the situation without the assistance of boston scientific crm.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.